Manufacturer narrative:
Field service engineer was dispatched to the site. The customer had reported the stop command button on the keyboard did not always work, field service engineer (fse) tested it and found it needed to be pushed hard to make it work. Fse replaced the keyboard and tested okay. Performed preventative maintenance on the tm55 treadmill and qstress unit. System error logs were reviewed by engineering. The treadmill functioned as designed. It was clear from the logs that the system received a keyboard (or keypad) command to start the treadmill at 10:44:43 indicating the treadmill did not start on it's own. The start command button is a different keyboard command button from the stop command button (which customer reported having an issue with).

Event description:
After the conclusion of a stress test, the customer placed a chair on the treadmill belt which their pt sat on. Customer reported the treadmill started on its own and the pt fell off the chair and bumped her head. Customer stated the pt seemed okay, but sustained a bump on her head.